Event description:
"High rv capture thresholds noted over past ~month." Lead manufactured by pacesetter. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).